Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor current error detected. Customer blood glucose reading was 150 mg/dl. Customer was able to rewind and able to clear the alarm. However, the issue reoccurred. Troubleshooting was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit spi to motor pic communication error or failed battery test alarms noted during testing.